Event description:
The intraocular lens was removed and replaced due to the patient's complaint of halos and glare.

Manufacturer narrative:
The device was received cut in pieces. The device met all manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect for multifocal lens implantation.